Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped, and screen underneath protector was damaged so touchscreen was unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using a prepaid label, and was informed that replacement pump would be provided and would need to be programmed with pump settings and connected to cgm, which customer understood and acknowledged.